Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) hospital with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 15 mmol/l (270 mg/dl) with ketones at 1.2 mmol/l while wearing the pod on the arm for between 37 and 48 hours. The patient's legal guardian (lg) inspected the pod and noticed the adhesive loosened and the cannula dislodged while the patient was sleeping. A new pod was applied on the patient's abdomen that came off within 30 minutes. A third pod was applied and the patient went to the hospital. The patient was treated with 10 units of insulin as a correction bolus. Patient was released from the hospital after 6 hours. The pod was discarded. The patient's mobile phone reportedly intermittently disconnects from their dexcom g7 sensor, which resulted in them not receiving any cgm high glucose alerts overnight. Dexcom was notified of the incident on (B)(6) 2025.